Event description:
Caller reported experiencing an occlusion alarm. Despite the issue, there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin delivery. Additionally, occlusion issues continued and a replacement pump was sent to resolve the issue.